Event description:
The customer reported that he experienced low blood glucose and the paramedics were called to assist him. The blood glucose reading was 10mg/dl by the time they. The customer stated that he was riding his bike and a lady called the paramedics because he looked disoriented. The caller mentioned having issues with the sensor glucose reading versus the blood glucose reading. The customer stated that he may not have had the proper settings programmed into the insulin pump for the sensor to alert him. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2014-81396.